Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the application was not starting up. The service quote provided by philips was not accepted by the customer. Hence, no service has been provided from the philips. The case was closed, and no further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura application is not starting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.